Event description:
It was reported that this system continues to exhibit noise on the atrial channel. The varying atrial pacing impedance measurements which had previously been noted, have now increased to greater than 3000 ohms. Additionally, a red alert had been generated for an out of range impedance measurement on the right ventricular (rv) channel. A technical services consultant discussed the clinical observations with the caller and recommended further evaluation to determined the root cause of the reported issues. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).